Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the products were returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned devices. Visual analysis of the returned device found the omnispan meniscal repair 12deg that fist implant was not returned for evaluation, the second plate was not deployed was still at the needle. A functional test was performed with a sample deployment gun and the needle was able to be assembled correctly, the second plate was deployed successfully. The overall complaint was unconfirmed as the observed condition of the omnispan meniscal repair 12deg would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes mitek quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. E3: reporter is a j&j sales representative. UDI: (B)(4). Investigation summary: the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the device is in used condition. One of the two plates is already deployed. The suture is in good condition. The overall complaint was confirmed as the observed condition of the omnispan meniscal repair 12deg would contribute to the complained device issue. Based on the investigation findings, the potential root cause can be attributed to procedural variables, such handling of the device or product interaction during procedure; the plate was not fully trespassed the tissue when deployed, therefore the plate was detached from the meniscus, however, this cannot be conclusively determined. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported from china that during a meniscal repair surgical procedure it was observed that the 2nd plate of the omnispan meniscal repair 12deg anchor device detached from the meniscus after deployment. It was reported that another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.